Manufacturer narrative:
Additional patient identifier: (B)(4). Additional device product code: hrs; jds. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent initial surgery on (B)(6) 2018 to treat an ankle fracture. X-ray taken on an unknown postoperative date revealed malreduction. The initial plate placement put the fibula in valgus. Patient underwent revision surgery on (B)(6) 2018 for a hardware removal. The plate was removed, and a 1/3 tubular was used for final fixation. The procedure was completed successfully. It is unknown if there was a surgical delay. Patient outcome is unknown. This report is for one (1) 3.5mm cortex screw self-tapping 14mm. This is report 3 of 5 for complaint (B)(4).